Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will b sent. (B)(4).

Event description:
Report received from (B)(6) stating that there was debris inside the sterile packaging. The device was not being used in surgery. There was no injury or medical intervention. There was no additional information provided.